Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the resident's transfer by one staff member using the maxi sky 600 ceiling lift and a loop sling the resident fell out from the sling when they were approximately 5 foot from the ground. It was indicated that the incident occurred due to one leg strap of the sling not having been fully engaged prior to loading the sling. When raising process started the movement pitched the resident forward causing the fall. It was noticed that straps were not crossed when attached. As a consequence of the event the resident rec'd head injury -frontal parietal bleeding and was then hospitalized. On (B)(6) 2015 we were informed that on (B)(6) 2015 re-training for the facility was performed concerning proper use of the ceiling lifts. Additionally all slings which the facility use were reviewed.

Manufacturer narrative:
(B)(4). Arjohuntleigh rec'd a customer complaint where it was indicated that during the resident's transfer using ceiling lift the resident fell out from the loop sling due to its one leg strap not having been fully engaged prior to loading the sling. An investigation was carried out regarding this incident. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi sky 600 ceiling lift was inspected and no malfunctions were found that could have caused or contributed to the event. The loop sling involved was not inspected due to put back into circulation, however no malfunctions were indicated by the facility regarding this device. Therefore, the sling and the ceiling lift which work together was a sys were found to have been to spec when the event took a place. The sling and the ceiling lift were being used for pt care when the event took place and in that way contributed to the outcome of the event. A drill-down analysis was conducted into this event. From it, we found that the cause of this event is related to user error. Based on the info gathered and documented in the complaint file one left strap of the sling not fully engaged prior to loading the sling. When raising process started the movement pitched the resident forward causing the fall. Following info rec'd it appears most likely that the leg loop was improperly attached when the resident was being lifted as the caregiver did not notice the inadequate attachment while the resident was being lifted, which constitutes an user error. We find this cause to be related with lack or insufficient training. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. Based on the info rec'd re-training for the facility was performed on (B)(6) 2015 concerning inter alia proper use of the ceiling lifts. However, the staff member who was involved in the incident did not go through it due to workload concerns. Therefore, re-training for the staff involved will be suggested. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities. (B)(4).